Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cable was disconnected, upon opening the monitor, a one-quarter blackout occurred. The issue was found during inspection for use. There were no reports of patient harm.